Manufacturer narrative:
The customer was not willing to provide any information regarding their reprocessing practice to olympus. The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: light cover glasses adhesive and optical cover glass pitted; distal end cap worn; distal end adhesive lifting; up/down/right/left angle not to specification; up/down and left/right angle play evident; and electrical safety test not to specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the colonovideoscope angulation was too tight, not working. The device was not used in procedure and the procedure was completed using the same set of equipment. The issue was found during maintenance. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: white contamination consistent with a simethicone type product, identified in the air/water channels. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.